Event description:
It was reported that prior to a surgical procedure, device interrogation revealed measured battery data of 2.48 v, 8 ua, 20.2 kohms with a magnet rate of 84.4 ppm. The eri message was never displayed and the battery gauge showed about 4.5 - 5 years remaining longevity.